Event description:
Patient offered no complaints pre treatment. 25 minutes into the treatment she c/o chest pain that radiated into her back, shortness of breath and her face was flushed. She then complained of generalized itching. Her blood pressure and heart rate were normal for patient, the physician was notified and the treatment discontinued. 5mg t alvin and 10 mg benadryl given. The patient was then placed on a wet pack f6. The chest pain was gone but she cont to complain of sob. The pt has since dialyzed without diff. C - 101 - use #12